Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level at the time of hospitalization was unknown. The customer's current blood glucose was 296 mg/dl and the blood glucose level at the time of the incident was unknown. The customer stated that insulin pump had the main arm cannot communicate with the motor arm alarm. The troubleshooting was performed for the pump error alarm. According to the customer they were able to clear the alarm and complete the rewind. The self test was passed for the pump error alarm. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip and the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.